Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue while troubleshooting with the technical service engineer by restarting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image inverted on its own. The customer reseated the endoscope but the image would continue to invert each time. The customer restarted the system and the issue was resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the dissection process of the hiatal hernia repair. The customer confirmed that the surgeon had confirmed the desired endoscope orientation when it was installed and the system indicated the orientation to the surgeon. The endoscope was manually rotated 180 degrees prior to the event. The customer replaced the endoscope to resolve the issue, there was no patient injury as a result of the issue.